Event description:
It was reported a 4f angled pigtail spyglass angiographic catheter was used during a procedure. During pullback into sheath, the catheter tip became detached. The tip was found in the sheath after removal of the catheter.